Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During interrogation of the pacemaker, it was noted that the measurement was overestimating battery longevity. No programming changes were made to the pacemaker. The patient was in stable condition.